Event description:
A malfunction identified as code 12 was reported, while further fault details showed code 0x2071. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump and provided pump reset information. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappeared.